Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
Updated d9: returned to manufacturer and date returned. Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Event description:
It was reported that the provider was "connecting the manifold set-up to the catheter" the syringe "just spun off the manifold". The customer reported there was no impact to the patient or procedure.

Manufacturer narrative:
It was reported that the provider was "connecting the manifold set-up to the catheter" the syringe "just spun off the manifold". The customer reported there was no impact to the patient or procedure. The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.